Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. Additional information was received. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was inserted into a patient's eye, but the trailing haptic was missing, so the lens was removed and another lens was implanted instead. In a follow up with a coa and patient medical records received, it was determined that the surgical incision had to be enlarged to remove the initial iol. Four sutures were used to close the wound as well as surgical glue to close an enlarged paracentesis wound. Postoperatively, the patient reported decreased vision and glare. The surgeon indicated that the patient had some dry eye issues that were treated with artificial tears. During the day 3 postoperative visit, corneal edema was diagnosed and sodium chloride preparations were prescribed. Some minimal non-exudative macular changes were noted, but only as an observance with no recommended treatment. The surgeon indicated that further corneal surgery could be an option for the patient if the vision does not improve.